Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/22/2020. Corrected information: d3, g1, g2. Additional information: d4, g1, h4, h6. Batch manufacturing records of nw825/v8008 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Additional information was requested and the following was obtained: please verify specific quantity involved in the single procedure. Lot number - v8007 -1 foil. V8008-6 foils. Any adverse patient consequences and what medical/surgical intervention was provided to manage them?- no adverse event. How was case completed? ¿ case completed with the other nw825 sutures. Additional h3 investigation summary: product complaint (B)(4) logged for performance - breakage suture. Below is the detailed analysis of retain sample. Complaint sample: complaint sample not received for investigation. Five retain samples of incident codes nw825 and lot number v8008 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Note: event related to lot v8007 reported via mw # 2210968-2020-02486; events related to lot v8008 reported via mw # 2210968-2020-02487,2210968-2020-03376, 2210968-2020-03377, 2210968-2020-03378, 2210968-2020-03379, 2210968-2020-03380.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify specific quantity involved in the this single procedure. Lot number, any adverse patient consequences and what medical/surgical intervention was provided to manage them?, how was case completed?, device return status.

Event description:
It was reported that the patient underwent an anima hernia repairal surgery on (B)(6) 2020 and the suture was used. During the procedure, the suture broke while knotting. The procedure was completed successfully.